Event description:
On (B)(6) 2010, the plaintiff was implanted with an ams miniarc precise. It was alleged by the plaintiff's attorney that the plaintiff experienced "injuries including pain and mental anguish as a result of her implantation." It was also alleged that the plaintiff experienced mesh erosion, infection, chronic pain leading to the need for further surgery, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.